Manufacturer narrative:
The lot number has been provided, and the lot device records have been reviewed. The device was returned with the stylet in the ready (primed) position; however the cannula was no primed/retracted. The stylet was retracted inside the cannula and could not be seen. The cannula was not retracted as it should have been. The arrow was not visible in the ready window. There were no visual anomalies noted on the device. The sample was tested by attempting to twist the rotational knob once however the device would not prime. Further functional testing could not be performed. The sample was disassembled and the internal components examined. The cannula tang was found to be broken. The investigation is confirmed for a break, as the cannula tang was found to be broken. The investigation is confirmed for failure to prime, as the device could not be primed due to the broken cannula tang. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure, the stylet would not lock into place. There was no pt involvement.